Event description:
It was reported that a couple of weeks ago, the pt was annoyed by loud noises. She removed her audio processor more and more frequently, which she was not doing this before. After a new fitting, the situation improved. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.